Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is new to the pump and delivered a bolus that was too large for the high carbohydrate meal that was consumed. Subsequently, the customer experienced a blood glucose (bg) level of 75 mg/dl. The customer consumed two sugar tablets and drank juice to address bg level. Tandem technical support (cts) educated the customer regarding using the extended bolus feature for high carbohydrate foods. A recommendation was made for the customer to consult with their healthcare provider regarding pump settings and ratios.